Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms, causing a lead safety switch. Previous oversensing of noise was also noted on the rv channel. The rv lead remains in service and there have been no adverse patient effects reported.